Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ on a patient with bileaflet prolapse. A mitraclip ntw was inserted, and grasping was performed. However, difficulties visualizing the clip occurred, and difficulties grasping the leaflets occurred. However, difficulties grasping and capturing the leaflets occurred. The clip was brought back into the left atrium, and a flail was observed. Therefore, the clip was removed from the patient. The procedure was discontinued. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. In this case, based on the information reviewed, the reported positioning failure (leaflet grasping and leaflet capture), resulting in chordae rupture, appears to be related to procedural factors. The reported patient effect of tissue injury is a known possible complication associated with mitraclip procedures. The reported difficulties visualizing the clip appears to be related to procedural factors. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.